Manufacturer narrative:
The insulin pump was received with constant motor error alarms during the rewind due to an out of phase motor encoder signal. Unable to perform further testing due to the motor error alarms.

Event description:
The customer called to report being hospitalized for high blood glucose levels, with a reading of 700 mg/dl. The customer also reported a motor error alarm. Unable to troubleshoot due to the alarms. Nothing further was reported.